Manufacturer narrative:
(B)(4). The reported product is an unknown baxter minicap. As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. Same patient as (B)(4).

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis. The peritonitis was manifested by abdomen pain and cloudy pd fluids. On the same day, the patient was hospitalized for abdominal pain and cloudy pd fluids. The cause of peritonitis was unknown. On an unreported date, the patient was treated with unknown medication. The patient did not respond to peritonitis treatment, so she was indicated to have the catheter removed and transfer to hemodialysis. Eight days after admission to the hospital, the patient was discharged. At the time of this report, the patient was not recovered from the event. Additional information was not available. This is report 2 of 3 involved in this peritonitis event.